Event description:
Medical record reviewed 07/08/1998. Pt with pre-operative diagnosis of severe posterior cruciate ligament laxity: questionable posteriolateral instability. Per incident report, the femoral guide pin sheared off while drilling the right knee. No pt injury. Pt recovered well and was discharged to home on next day.